Event description:
It was reported that the patient with this pacemaker experienced chest pain since device implant. Boston scientific technical services consultant referred the patient to the following physician. As of this time, this pacemaker remains in service. No additional adverse patient effects were reported.